Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Device had a scratched display window.

Event description:
It was reported that customer's insulin pump alarmed motor error during rewind. The alarm history showed motor error alarms. No other details were given. Nothing further reported.